Manufacturer narrative:
The complete e1 initial reporter establishment name is "(B)(6): the cobas 4000 c311 stand alone system serial number was (B)(6). The investigation was unable to determine a specific root cause as no sample material was available for further investigation. The discrepancy between d-dimer assays is consistent with differences in antibody specificity, especially concerning the preference for high or low molecular weight fibrin derivatives. There was no evidence to reasonably suggest there was a device malfunction.

Event description:
There was an allegation of questionable low tina-quant d-dimer results from the cobas 4000 c311 stand alone system when compared to a reference laboratory. Of the data provided, the result for one sample were a reportable malfunction. The initial result was 0.35 (<0.5) g/ml. The result from a reference laboratory using a sta compact max analyzer was 2.00 g/ml.